Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not flow during priming. The reporter stated that the set had an ¿obstruction.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo was not sufficient to either refute or verify the reported issue. An actual sample is required in order to perform functional testing. Retention samples were also evaluated. The retention samples were visually inspected and did not identify any abnormalities that could have contributed to the reported condition. The retention samples were gravity tested and performed according to product specifications. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.